Event description:
Device evaluation the distal tip was slightly flared. There were numerous kinks evident along the hypotube .the inner shaft markers were positioned in the proximal balloon and the inner shaft had detached between the tip attach bond and the tip seal bond .negative purge confirmed the presence of a leak .on inflation liquid was detected exiting the distal tip . The distal shaft was cut distal to the guidewire entry port and the inner shaft removed from the outer. The inner shaft material was jagged, frayed and partially bunched at the detachment site.

Event description:
The physician was using a nc sprinter rapid exchange (rx) balloon for post dilation of a newly deployed stent in the lad. The lesion was reported to be 75% calcified with 100% stenosis. The balloon ruptured after the first inflation @ 12atm for 10 secs. There was no patient injury and no other clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results: root cause not be determined. Evaluation conclusion: (no conclusion can be drawn) root cause not be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Results: incorrect technique/procedure - (the root cause of the inner shaft detachment was procedural related). Conclusion: operational context contributed to event - (the root cause of the inner shaft detachment was procedural related). (B)(4).